Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for material# 11532269 and lot# 23075034 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had flow issues. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Chemotherapy double checked at the pump, noted that the secondary line of filter tubing was rapidly infusing even though the pump was paused. Noted that the primary bag looked very full and that the secondary chemotherapy infusion was back filling into the primary nssolution. Unable to calculate the amount of chemo wasted into the saline therefore new bag needed to be made. Product #: 11532269. Lot # : (10)23079047.